Manufacturer narrative:
Covidien/medtronic has not received the suspect device/component from the customer for evaluation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator had a blank display. The ventilator was not on a patient at the time of the event. A technical support engineer (tse) troubleshot the issue over the phone with the customer and they found that the unit generated a loss of graphical user interface (gui) communication error and a background check error.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator had a blank display and did not pass power on self-testing. The ventilator was not on a patient at the time of the event. A technical support engineer (tse) troubleshot the issue over the phone with the customer and they found that the unit generated a loss of graphical user interface (gui) communication error and a background check error. A service engineer (se) inspected the device and replaced the gui printed circuit board (pcb). The unit passed all testing and operated within the manufacturing specifications.

Manufacturer narrative:
Unique identifier (UDI) number added. Device evaluation summary: the graphical user interface (gui) printed circuit board (pcb) xena I was returned for failure investigation. A visual inspection of the returned unit was conducted and no anomalies were found. The gui pcb was attached to the test ventilator for analysis. The complaint was verified. The fault was isolated to a component (vga controller u34) on the xena I pcb. The current gui pcb was released in (B)(4) 2011. The identified component was on a prior generation of the gui pcb. A corrective and preventive action was initiated to investigate the prior generation of the gui pcb. The current gui pcb (xena ii) was released in (B)(4) 2011. There have been no confirmed failures of the current gui (xena ii) pcb. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Update to evaluation codes method, result and conclusion for the second component returned. Device evaluation summary: the second component (inspiratory flow sensor) replaced was returned for failure investigation. A visual inspection of the returned part showed no anomalies. The unit was installed into a failure investigation test ventilator for analysis. The ventilator powered up without any errors or alarms. The ventilator was put into ventilation mode for a minimum of 24 without any errors or alarms. There was no malfunction or product deficiency identified. If information is provided in the future, a supplemental report will be issued.